Manufacturer narrative:
Clinical report states patient was revised to address femoral stem loosening and migration. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states patient was revised to address femoral stem loosening and migration. Update rec'd 01/31/2017 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had a small crack in the calcar. At this time its unclear if the calcar crack was present before the doi or occured during the primary operation. The revision operation indicated stem loosening with subsidence and pain/discomfort. The surgeon indicates the pain/discomfort is a result of the loosening. There was a 600ml blood loss noted at revision, but there were no complications noted.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Xrays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient was revised to address femoral stem loosening and migration.